Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Unfortunately the actual sample was not received for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Further correspondence from the customer indicated ¿they felt the liner was pulled out of the shell still connected offsetting the pressure and collapsing the liner with contents spurting out the top¿. The hospital indicated to the sales representative that the canisters used which had issues were discarded and that no lot number was available as all the boxes were disposed of. No lot number was provided by the customer; therefore, an investigation of the manufacturing device history record could not be performed. Without the actual event sample or a lot number for the investigation, no specific assignable cause can be determined. However, based on the report of the incident, it was determined that suction was turned off prior to all caps being sealed which can result in a reflux of fluids. The following recommendations are part of our product "directions for use" or found on our product web site: 1) the user should allow a small air space as a fluid reservoir to prevent a low volume over flow from occurring during the capping/disposal process. 2) canister should be kept under vacuum until all ports are disconnected and firmly sealed. 3) any solidification agent be introduced into the canister prior to switching off the vacuum source. Failure to do so may cause liquid to flow out of the accessory port when the cap is removed. Without a specific assignable root cause being established, no specific corrective action can be determined; however, we will continue to monitor concerns such as these for possible future actions.

Event description:
The customer complained that canister "exploded" all over surgery room while shutting canister down, after talking with staff I believe he turned the suction off before capping all ports which caused this issue. Additional information: the customer stated, ¿contaminated fluids sprayed on employee when canister exploded. The employee sought medical treatment as a result of the exposure. This is the only information that we were able to ascertain.¿